Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the impedances were high. The rep stated that there were some values in the impedance test that had an ¿avoid¿ indicator and some had a ¿do not use¿ indicator. The rep noted that this was an ins replacement case and all impedances before the replacement were normal. They reported that prior to the call, the healthcare professional (hcp) removed, wiped, and reseated the lead twice. At the time of the call, the hcp was reseating the leads for the second time. The rep reran the impedances and provided the following results: ¿0 1 520 3 520 11 9720; ref 1 3 30ohms 11 9420; ref 5 6 750ohms 11 ~9000ohms.¿ the rep stated that the patient had been programmed on 5/6, so the affected electrodes were not in use for therapy programming. It was stated that it sounded l ike they would close, end the case and try to use the system as it was. It was noted that the rep discovered the issue during the case. No symptoms were reported. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on 2018-jul-20. The rep does not have any further information. They believe that the patient was using their stimulation post-op without any difficulty. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.